Manufacturer narrative:
Product event: (B)(4). Patient and surgeon information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a breast oncology case, the surgeon reported using a buzzing technique with pickups and the plasmablade device. During use an arc went through the pickup onto the surgeon¿s hand, resulting in a shock. No interventions were required for the surgeon and there was no patient harm. Buzzing technique is not approved practice with plasmablade products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.